Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose was 2.4 and 9.3 mmol/l, within 10 munutes, with a difference of 103%. Pt did not experience any adverse events. No further information has been reported.